Manufacturer narrative:
Bayer case number: (B)(4). L5 back pain [chronic lumbago] . Cardiac arrhythmias [cardiac arrhythmia] . Gastric pain [gastric pain] . Flatulence [flatulence] . Constipation [constipation] . Headaches [headache] . Significant tiredness [tiredness] . Joint pain [joint pain] . Muscle pain [muscle pain] . Hearing loss [hearing loss] . Tinitus [tinnitus] . Visual disturbances (blurred vision) [blurred vision] . Migraines [migraine] . Sleep difficulties [difficulty sleeping] . Loss of libido [loss of libido] . Watery stool [stools watery] . Mucus filled stool [mucus stools] . Loose stool [loose stools] . Irritating stools with abnormal odour [stool odor abnormal] . Constipation [constipation] . Intestinal crises at nigh [other disorders of intestine] . Memory disorder [memory disturbance] . Speech disorder [speech disorder] . Hot flashes [hot flashes] . Jaw pain [jaw pain] . Neck pain [neck pain] . Muscle stiffness [muscle stiffness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-dec-2024. The most recent information was received on 11-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("l5 back pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced back pain (seriousness criterion medically important), arrhythmia ("cardiac arrhythmias"), abdominal pain upper ("gastric pain"), a first episode of constipation ("constipation"), headache ("headaches"), fatigue ("significant tiredness"), arthralgia ("joint pain"), myalgia ("muscle pain"), deafness ("hearing loss"), tinnitus ("tinitus"), vision blurred ("visual disturbances (blurred vision)"), migraine ("migraines"), insomnia ("sleep difficulties"), loss of libido ("loss of libido"), stools watery ("watery stool"), mucous stools ("mucus filled stool"), loose stools ("loose stool"), abnormal faeces (" irritating stools with abnormal odour"), a second episode of constipation ("constipation"), gastrointestinal disorder (" intestinal crises at nigh"), memory impairment ("memory disorder"), speech disorder ("speech disorder"), hot flush ("hot flashes"), pain in jaw ("jaw pain"), neck pain ("neck pain") and musculoskeletal stiffness ("muscle stiffness"). On unknown date she experienced flatulence ("flatulence"). At the time of the report, the back pain, arrhythmia, abdominal pain upper, flatulence, latest episode of constipation, fatigue, arthralgia, myalgia, deafness, tinnitus, vision blurred, migraine, insomnia, loss of libido, stools watery, mucous stools, loose stools, abnormal faeces, gastrointestinal disorder, memory impairment, speech disorder, hot flush, pain in jaw, neck pain and musculoskeletal stiffness had not resolved. The outcome of headache was unknown. No causality assessment was received for essure with regard to arrhythmia, abdominal pain upper, flatulence, the first episode of constipation, headache, fatigue, arthralgia, myalgia, deafness, tinnitus, vision blurred, migraine, insomnia, loss of libido, stools watery, mucous stools, loose stools, abnormal faeces, the second episode of constipation, gastrointestinal disorder, memory impairment, speech disorder, hot flush, pain in jaw, neck pain, back pain or musculoskeletal stiffness. The reporter commented: period of occurrence: onset of symptoms during the year 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). L5 back pain [chronic lumbago], cardiac arrhythmias [cardiac arrhythmia], gastric pain [gastric pain], flatulence [flatulence], constipation [constipation], headaches [headache], significant tiredness [tiredness], joint pain [joint pain], muscle pain [muscle pain], hearing loss [hearing loss], tinitus [tinnitus], visual disturbances (blurred vision) [blurred vision], migraines [migraine], sleep difficulties [difficulty sleeping], loss of libido [loss of libido], watery stool [stools watery] mucus filled stool [mucus stools], loose stool [loose stools], irritating stools with abnormal odour [stool odor abnormal], constipation [constipation], intestinal crises at nigh [other disorders of intestine], memory disorder [memory disturbance], speech disorder [speech disorder], hot flashes [hot flashes], jaw pain [jaw pain], neck pain [neck pain], muscle stiffness [muscle stiffness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("l5 back pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced back pain (seriousness criterion medically important), arrhythmia ("cardiac arrhythmias"), abdominal pain upper ("gastric pain"), a first episode of constipation ("constipation"), headache ("headaches"), fatigue ("significant tiredness"), arthralgia ("joint pain"), myalgia ("muscle pain"), deafness ("hearing loss"), tinnitus ("tinitus"), vision blurred ("visual disturbances (blurred vision)"), migraine ("migraines"), insomnia ("sleep difficulties"), loss of libido ("loss of libido"), stools watery ("watery stool"), mucous stools ("mucus filled stool"), loose stools ("loose stool"), abnormal faeces (" irritating stools with abnormal odour"), a second episode of constipation ("constipation"), gastrointestinal disorder (" intestinal crises at nigh"), memory impairment ("memory disorder"), speech disorder ("speech disorder"), hot flush ("hot flashes"), pain in jaw ("jaw pain"), neck pain ("neck pain") and musculoskeletal stiffness ("muscle stiffness"). On unknown date she experienced flatulence ("flatulence"). At the time of the report, the back pain, arrhythmia, abdominal pain upper, flatulence, latest episode of constipation, fatigue, arthralgia, myalgia, deafness, tinnitus, vision blurred, migraine, insomnia, loss of libido, stools watery, mucous stools, loose stools, abnormal faeces, gastrointestinal disorder, memory impairment, speech disorder, hot flush, pain in jaw, neck pain and musculoskeletal stiffness had not resolved. The outcome of headache was unknown. No causality assessment was received for essure with regard to arrhythmia, abdominal pain upper, flatulence, the first episode of constipation, headache, fatigue, arthralgia, myalgia, deafness, tinnitus, vision blurred, migraine, insomnia, loss of libido, stools watery, mucous stools, loose stools, abnormal faeces, the second episode of constipation, gastrointestinal disorder, memory impairment, speech disorder, hot flush, pain in jaw, neck pain, back pain or musculoskeletal stiffness. The reporter commented: period of occurrence: onset of symptoms during the year 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.